Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. All buttons functioned properly. However, the pump had corroded keypad traces. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, and a cracked case at the display window corners.

Event description:
The company representative reported that the insulin pump alarmed button error during the bolus process. The blood glucose reading was 102 mg/dl. There were no significant events leading to the alarm observed. It was advised to removed the battery, so the insulin pump would stop beeping. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.